Event description:
It was reported that the customer was unable to get out of the prime tubing menu option. Customer stated that she was trying to insert a new reservoir and pressed act to confirm the tubing was primed. Customer's blood glucose level was 86 mg/dl. Customer stated that she was unable to exit the preparing to prime loop. Customer was disconnected. Customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers on the display. Customer did not receive the 2nd series of beeps or see any numbers on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.